Event description:
Was scheduled and approved clip/removal of giant brain aneurysm by surgeon instead received neuroform ez stent system with 2 stents and 7 coils to fill wide neck 70mm/ 7cm basil art aneurysm, doc said surgeon does not meet with patients post, said clip was done, CT scan shows so much reflection impossible to see what is there. Had bad stroke in procedure and was in ICU, then home despite badly disabled and worst pain ever. Then back in ICU, IV of steroids for "brain swelling" worst pain, then almost 6 yrs of medication for worst pain and daily migraines. Serious disability and no surgeon says they can correct after finding out this is what was used. Now pain is so bad that confined to bed in cool dark room 99% of day. Doc who did procedure fled the state but continue to harass patient for sharing this info. Pressure in head is so bad and docs do treatment for migraines but no idea on the pressure. Over 5 yrs of tests, his friends say no problem just size causing pain, how is this stent system allowed to be used by non-surgeon? Allowed for such a huge aneurysm, mass still there and worst problems. FDA safety report ID # (B)(4).